Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error. Customer stated that the arrow was down and customer cannot see the insulin pump error number. The customer was assisted with troubleshooting. The customer stated that there were no a open book error on insulin pump display. No harm requiring medical intervention was reported. The device will be returned for analysis.